Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed due to an issue documented in report 2124215-2016-08447. During the revision the ra lead exhibited high out of range impedances in both the existing cardiac resynchronization therapy defibrillator (crt-d) and the replacement crt-d. However, the physician opted to keep the lead in service with the new crt-d. At this time the system remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient underwent a revision procedure due to continued high out of range pacing impedance measurements of greater than 2000 ohms for the right atrial (ra) lead. Loss of atrial capture was also observed. During the procedure the ra lead was viewed under fluoroscopy and the lead looked to be kinked around the area of the suture sleeve. A fractured was noted in this area. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received from clinic that when reviewing the notes from the patient's previous out of state clinics a revision procedure had been performed in the past on another manufacturer's left ventricular (lv) lead. The revision procedure was due to the patient being very symptomatic from diaphragmatic stimulation. The procedure was performed after they attempted to program around the diaphragmatic stimulation without success. The notes from the procedure also indicated that the ra lead fractured during the revision; however the physician opted to leave the lead in service at that time. The clinician stated that the patient then moved to a different state where they underwent a replacement procedure for normal battery depletion. The notes from that procedure state that the patient was still experiencing stimulation prior to the change out procedure. The notes also indicated that the patient kept waking up and sitting up during sedation, thus the physician opted to not replace the ra or lv lead at that time. It was stated that during the recent patient in-clinic visit the ra lead impedance was over 3000 ohms with no capture and no sensing. The patient is scheduled for a revision procedure in the future. At this time the cardiac resynchronization therapy defibrillator (crt-d), the ra lead and another manufacturer's lv lead remain in service.